Event description:
It was reported that erosion occurred. The pump had to be explanted by a neurosurgeon. It was noted that, at the time of the report, the patient was being seeing for an interstim trial. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).